Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint is for a report of a patient contaminating the patient line. The patient contaminated the patient line when disconnecting. The complaint cannot be confirmed in the lab due to a lack of sample. A review found the labeling adequate for the use error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
The customer contacted baxter's technical service center regarding ending therapy, which occurred on the homechoice (hc) during use. The home patient (hp) stated she wanted to start over with new supplies. The home patient (hp) stated she had disconnected herself and during disconnection she contaminated the patient line. The hp was in drain 4 of 5 and the drain volume (dv) equaled 44ml. The baxter technical service representative (tsr) assisted the hp with ending therapy. The hp would start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. A follow up was done via phone. The hp stated they have continued therapy with no injury or medical intervention as a result of this incident.